Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the coil was returned in a renegade microcatheter. The coil had to be cut from the catheter. A visual inspection was performed and found blood on the fiber bundles of the coil. A microscopic inspection was performed. The base zap tip and apex zap tip shape and surface were smooth. The dimensions of the coil were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "gently infuse the introducer with saline to reduce friction and aid in coil introduction." (B)(4).

Event description:
Same case as: 2134265-2014-05200. It was reported that a microcatheter perforation occurred. A 130/20 renegade stc 18 and a 3mm/3.3 mm vortx diamond - 18 were used for embolization of the gastroduodenal artery. During procedure, the coil was inserted and resistance was noted in the catheter just distal to the hub. The physician put the stiff end of the coil pusher in and attempted to advance the coil. The physician exerted a lot of force with the stiff end of the coil pusher and perforated the lumen of the microcatheter. The coil was removed together with the microcatheter as a unit. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
Same case as: 2134265-2014-05200. It was reported that a microcatheter perforation occurred. A 130/20 renegade¿ stc 18 and a 3mm/3.3 mm vortx¿ diamond - 18 were used for embolization of the gastroduodenal artery. During procedure, the coil was inserted and resistance was noted in the catheter just distal to the hub. The physician put the stiff end of the coil pusher in and attempted to advance the coil. The physician exerted a lot of force with the stiff end of the coil pusher and perforated the lumen of the microcatheter. The coil was removed together with the microcatheter as a unit. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.